Event description:
It was reported that patient was revised on a hip due to polyethylene wear.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event. He determined that x-rays, primary op reports and examination of explanted components are needed to further investigate. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including x-rays, primary op reports and examination of explanted components are needed to further investigate the event.

Event description:
It was reported that patient was revised on a hip due to polyethylene wear.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.